Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During an implant procedure of an implantable pulse generator (ipg) the helix tip of this lead broke off and remains in the patient. A new lead of the same model was implanted with success.